Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that when closing doors around patient, the gantry would almost close but not fully. Pressing close button several times did not allow the door to close. System then failed to open the door as well. With gantry around patient, site performed reboot of both ias and mvs but this did not resolve the issue. The site had to manually open the door and remove it from around the patient. Once the system was away from patient, docking the gantry also failed. Eventually, site did get doors to close but it was unclear what resolved the issue. Site reported that the doors were able to fully close and ap and lateral images could be taken. Site proceeded with procedure using this system. Cs was onsite and attempted to home system. Cs reported that gantry movement was responsive until attempting to dock. Cs left the system for a few minutes and returned and system was able to dock successfully. Cs noted physical damage on pendant. Imaging and navigation was aborted. Patient was present. There was less than one hour of surgical delay and no impact on patient outcome.

Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000166, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system, a system service was performed in different case and found that upon arrival they found that the system had charging enclosure errors. Removed and replaced charging enclosure and found that tray they were also drained. Removed and replaced tray 1 and they system came up with out errors. Performed a full system checkout and the system was fully functional. Returned the imaging system to the customer for clinical workflow. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.